Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband was hospitalized twice within a short time span for high blood glucose. His blood glucose at the time of hospitalizations exceeded 400 mg/dl, and he was wearing the insulin pump at the time. The wife was concerned about the age of the pump. Troubleshooting was not initiated; the customer's wife will call back in order to discuss receiving another pump.